Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc advised the customer to rerun other patient samples to check for accuracy and precision of the integrated multi-sensor technology (imt) system. The customer stated he had changed the imt standard a solution (std a) prior to running the samples. The customer did not perform troubleshooting between the original run and the repeat. The samples were kept in the fridge, and resulted with precision when rerun in the same cup on the same instrument. The customer stated the imt has been calibrating and quality control (qc) has been in range. The customer replaced and aligned the sample probe due to the discrepancy and the system check passed. A siemens headquarter support center (hsc) specialist evaluated the instrument's solid state multi-sensor data file, which indicated that the customer's dilution check (dilchk) value and factor has been inconsistent. The typical dilchk factor for the instrument is 1.00-1.02. Hsc has observed dilchk as high as 1.040, and in one instance, after changing a sensor, dilchk was not run. The falsely low results obtained on two samples were run right after the customer replaced std a because of a failed calibration. Hsc has recommended to maintain the std a bags at room temperature and shake the bag before installing it on the instrument. The cause of the discordant, falsely, low sodium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. Each sample was repeated in 5 replicates on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.